Manufacturer narrative:
H6 - 86 (other - microscopic examination): the device was received, evaluated and retained by this MFR. Engineering eval revealed a pin-hole leak in distal part of balloon. Scrape marks and damage were noted on ballon material. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with over pressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation thatn do native vessels. Access to bypass grafts for angioplasty may alos contribute to ballon manipulation through plaque or calcification. This device also displayed characteristics consistent with contact witha sharp external source, scratches on the balloon surface. Co believes the above factorsd contributed to this event and do not attribute it to the device. Catlog number not included in baseline report, product obsolete.

Event description:
A balloon ruptured during an arteriovenous hemodialysis fistula graft dilatation. Another balloon catheter was used to successfully complete the procedure without pt complications. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. However, without evaluating the device, co is unable to determine the exact cause for this event.